Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, preventing confirmation of any power source alert. There was no adverse impact on the customer¿s blood glucose level. Despite trying different charging cables and wall adapters, the issue persisted, so tandem technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy. Upon receiving the replacement pump, the customer was advised on the necessary steps and instructed to return the faulty pump to tandem.